Event description:
It is reported by the pt's attorney that the pt underwent left total hip replacement in 1999. Post-op, in 2004, pt felt a pop in their hip and learned that their femoral head had fractured. That same day their femoral head had fractured. That same day their hip was revised where the fractured head was removed and replaced.